Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l52465), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). Unknown. Exp date is unknown. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff for a rotator cuff tear procedure on (B)(6) 2020, it was observed that the healix av br 4.5 tape blue device, when the surgeon pulled a suture from an inserter. Then, the anchor easily came off. He used the 2nd 4.5mm anchor, but the same event took place. Finally the procedure was completed with another replacement (5.5mm) less than 30-minute surgical delay was reported. There were no adverse patient consequences reported. No additional information was provided.